Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-18920 - device 3 of 12

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event where 12 infusion sets fell off between (B)(6) 2024 to (B)(6) 2024 during use.the infusion set has been used for 1-2 days. Patient replaced infusion sets and resumed insulin successfully no further information was available.